Manufacturer narrative:
To date, this right ventricular (rv) lead has not been received by boston scientific. Upon receipt, this rv lead will undergo a detailed laboratory analysis in an effort to confirm and determine the root cause of this event.

Manufacturer narrative:
The lead was returned. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance testing was completed to assess the lead's electrical performance; measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. Dried blood was noted in the helix mechanism. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement and increased pacing thresholds.

Event description:
Boston scientific received information that during a routine follow-up, this right ventricular (rv) lead exhibited an increase in thresholds (from 4.5v/0.4ms to 6.5v/1.0ms). An x-ray confirmed the rv lead had dislodged. The rv lead was successfully replaced and explanted. The rv lead is to be returned. No additional adverse patient effects were reported.